Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2016-00028 and #1828100-2016-00052 per the user facility¿s biomedical engineer (biomed), we have already replaced both flow probe and module on two separate occasions. Per the field service representative (fsr), the problem could not be duplicated and no parts were replaced. Therefore, no parts are being returned for further evaluation.

Event description:
It was reported that during retrograde autologus prime (rap) of the device for a cardiopulmonary bypass (cpb) procedure, the user noticed that the flow was reading low in comparison to the auxilliary pump flow probe by .400-.600 liters per minute (lpm). The device was not changed out, as they used a spare auxilliary pump's flow probe because the perfusion manager (ccp) felt that she could not rely on the manufacturer's flow probe. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 22-jan-2016: in conversation with ccp, the system-1 is not frequently used and they use it when simultaneous procedures are occuring. The three issues the ccp reported is that she observed a coast response with the centrifugal system (medwatch 1828100-2016-00028). The second is she claims flow was being displayed even when the sensor was not attached to the tubing and third is she electively placed an additional flow sensor (coupled to a sarns centrifugal control module) in the cpb circuit and this flow measurement did not agree with the measured flow from system-1 (difference of 0.4 - 0.6 lpm) (medwatch 1828100-2016-00052). In review of the data logs, for the case on 31-dec-2015, there were a number of "backflow" alarms during the procedure and in looking at the times in the logs, it appears the backflow alarms occured prior to and after cpb. A "coast" message can be posted, when the motor speed is manually reduced to 1500 revolutions per minute (rpm), and that is likely what the ccp observed. As backflow occured, she admitted the audible tone was likely a result of the backflow. Part of the issue, in the manufacturer clinical services (cs) opinion, is this team does not often use system-1 and there appears to be a limited knowledge base on how the system functions. The second issue reported is that, at times, flow will be displayed even though the sensor is not on the tubing. The ccp claims she has seen flow displayed as 0.18 lpm even though she had removed the sensor from the tubing during retrograde autologous prime (rap) of the circuit. Rap purposely creates backflow to push crystalloid prime from the circuit and this reduces the degree of hemodilution the patient is exposed. The third issue is related to different flow measurements between two sensors placed in the cpb circuit. When cs spoke with the ccp, she mentioned these sensors were placed in different areas of the cpb circuit (one after the arterial filter and one before) and they keep the filter purge line open during cpb. Thus blood is shunted away from the arterial line and this would explain the difference in measured flow rates. During cpb, the measured flow rate is reasonable and compares well with expectations based on the rpm and clinical conditions. Flow module and sensor has been replaced by the field service representative (fsr). The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.